Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 01-mar-2023. Investigation summary: fifteen samples and photos received for investigation. No other defects or issues found, unable to confirm damaged package or shield damaged. No internal contamination was verified due to a compromise of the packaging and no damages or deformations were verified in the shield. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples from the same lot were evaluated, no defects or issues observed.

Event description:
It was reported that 9 bd precisionglide¿ needles from lot 2180498, and 1 needle from lot 2120736 had holes in the packaging. The following information was provided by the initial reporter, translated from portuguese: "9 of batch 2180498 with hole in packaging".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2180498. Medical device expiration date: 30-jun-2027. Device manufacture date: 29-jun-2022. Medical device lot #: 2120736. Medical device expiration date: 31-mar-2027. Device manufacture date: 30-apr-2022. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 9 bd precisionglide¿ needles from lot 2180498, and 1 needle from lot 2120736 had holes in the packaging. The following information was provided by the initial reporter, translated from portuguese: "9 of batch 2180498 with hole in packaging."